Event description:
It was reported that there was a return of patient symptoms. This was reported to have occurred 2 months prior to this report overnight. The patient was noted to be back on oral medication and had injections, but it wasn¿t helping. A myelogram had been done, but it was not known in a dye study was performed. It was believed to not be an issue with the patient¿s pump. Follow-up was performed to determine if any troubleshooting had been done, if a cause of the event had been determined, if any intervention occurred, and if the patient had any further concerns. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient¿s stimulator was removed because it was not working.

Event description:
Additional information received reported the device was explanted sometime prior to 2009 because it only worked for about 6 months. After the device was removed they received another implant from another manufacturer.

Manufacturer narrative:
(B)(4). It was clarified that the patient's return of symptoms happened under the use of a different manufacturer's device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v008729, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# v014190, implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).